Event description:
Same case as MFR #: 2134265-2009-03718. It was reported that during a percutaneous transluminal coronary angioplasty (ptca), a balloon rupture occurred. The in-stent restenosed lesion being treated was located in the taxus express2 stent in the 1st obtuse marginal (om1). Post the original stenting procedure, in-stent restenosis was identified. A promus stent was implanted to treat the in-stent restenosis. The physician used a 3.0x15mm maverick2 balloon to post dilated. On the first inflation, to up to 19 atm, the balloon burst. The physician stated it transected, possibly catching on a stent strut. The balloon was removed and the procedure was completed with a 3.0x9mm maverick2 balloon. No patient complications were reported. Patient's status reported as "fine".

Manufacturer narrative:
The complaint device was not returned to bsc for analysis. Return of the complaint device may have aided in attempts to confirm the reported events and root cause determination. The manufacturing records were reviewed and no issues or discrepancies were found and met all specifications. The most probable root cause was use/user error. The maverick 2 directions for use (dfu) cautions against inflating above rated burst pressure (rbp), which is 14 atm for a 3.0 mm mr device according to the balloon compliance chart in the dfu. (B) (4).